Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The surgeon reported to the sales rep, that during a surgery, he couldn't extract the t2 humerus nail as the extractor could not fit the nail. The surgeon used another device to extract the nail and there was a delay( less than 30 minutes), but there were no adverse consequences for the patient.